Event description:
1 high rate non-sustained episode (B)(6) 2022. Device appears to be oversensing on both atrial and ventricular leads. Confirmed with hcp the patient had a total hip replacement procedure. Based on the information at hand, the associated field personnel was not contacted regarding this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).